Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was "freezing." It was noted that the case was damaged. Software was reloaded preventatively. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the radiofrequency (rf) head originally returned as an associated device subsequently tested out of spe cification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was "freezing" and required a power cycle in order to connect. It was also noted that it had happened multiple times. The programmer was returned to service and it was additionally noted that it was not needed back. No patient complications have been reported as a result of this event.